Event description:
It was reported that after cleaning the battery allegedly started to smoke and had an acrid smell. There was no patient involvement, no adverse consequences and no medical intervention.

Manufacturer narrative:
The device was scrapped by the manufacturer.

Event description:
It was reported that after cleaning the battery allegedly started to smoke and had an acrid smell. There was no patient involvement, no adverse consequences and no medical intervention.